Manufacturer narrative:
Device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgical procedure. Patient is retired but enjoys working out. It was noticed that there was lucency noted on the talar component and the patient reported persisting pain and ankle swelling. A revision is planned for in the near future.